Event description:
The manufacturer received information alleging a ventilator was alarming for a high priority alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "ventilator inoperative alarm condition was observed. The device's blower assembly was replaced to address the issue.